Manufacturer narrative:
Upon review, it was determined this report is a duplicate of MFR 2518422-2025-112157. All reporting will be completed on MFR 2518422-2025-112157. Please disregard MFR 2518422-2025-111423.

Event description:
A dreamstation auto CPAP device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles. The device was scrapped by the service center after the evaluation was completed.